Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There was evidence of non-sustained tachycardia (nst) episodes with short intervals based on lead integrity alert (lia) trigger. Lead failure predictor triggered on (B)(6) and (B)(6)-2014 for lead impedance and nst¿s. Right ventricular (rv) pace impedance steady at 530 ohms through (B)(6)-2014, rises out of range (1000 ohms) week of (B)(6)-2014, subsequent 4 weeks are 530-550 ohms.

Event description:
It was further reported that the lead was explanted and replaced.

Event description:
It was reported that the patient presented to the emergency room due to chest pain and was hospitalized. A device interrogation found that a lead integrity alert (lia) had triggered due to an isolated high impedance measurement of 1000 ohms and then the impedance dropped back down to a baseline of 494 ohms. A fracture was suspected. The interrogation also noted oversensing and noise on the electrograms and one high threshold measurement. The lead parameters were reprogrammed and the patient was scheduled for a lead replacement. The lead remains in use. It was further reported that the programmer had difficulty establishing telemetry after the initial interrogation. The software was manually started and telemetry was established. The programmer remains in use. No patient complications have been reported as a result of this event.